Event description:
It was reported by the customer that they were placing a mega 30cc iab into a petite woman and had issues getting waveforms and flushing the pressure line within the iab. They removed iab #1 and tried with another 30cc iab, had similar issues, bp reading 300/300 after zeroing and had difficulty flushing the pressure line. They eventually got a bp reading after a significant amount of flushing. Unsure if they switched machine or cable. After the guide wire was removed after insertion, they did not aspirate the catheter , nor flush the catheter. When they connected the lumen to the flush system it would not flush. They did try a new disposable transducer system but it would not flush as well. They pulled the balloon out and got another one that they were able several flushes to get the arterial tracing and correct bp numbers. Customer stated after the case was completed, the md backloaded the guidewire and push a long stringy clot out of the inner lumen. The patient was also not heparinized.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.